Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem regarding lack of piston pressure was verified. The pump was inspected, and functional tests were performed, the drive rod was found to be freely rotating with little pressure due to foreign material being stuck inside. The foreign material was found to be the root cause of the issue. Service will remove the foreign material to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump's the piston was freely rotating with little pressure. The pump was in use when the reported event occurred. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patient due to the reported event.